Event description:
A needle that was being utilized during an abdominal myomectomy broke in half while the surgeon was in the process of suturing the patient. Both parts of the needle were retrieved but to confirm that no fragments remained in the patient, an x-ray was taken prior to closing the abdominal cavity. Results of the x-ray were negative for any retained needle fragments.